Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A technician reported a patient with trace diffuse lamellar keratitis (dlk) observed on the right eye at one day post lasik procedure. Reporter indicated the patient was placed on an increased topical steroid eye drop dosage. Patient was seen again four days later and dlk was improving, but not yet resolved, and will continue to be monitored.

Manufacturer narrative:
The system history review shows that the laser was verified successfully prior to the date of treatment. No technical issue with the system can be identified by reviewing the logfile. The treatment parameter of the laser system are well within the recommended values and settings. There is no indication for a device malfunction. The root cause cannot be determined conclusively. Dlk is a known side effect of lasik and can have other contributing factors. The manufacturer internal reference number is (B)(4).